Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without patient-specific clinical information/documentation, further assessment of the reported early dislocation, failed closed reduction and open reduction could not be performed. The root cause and patient impact beyond those reported in the article could not be confirmed or concluded; however, it was reported that the trendelenburg test was positive after one year in this case. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient had a dislocation and the journ art ins bcs std 7-8 lt13 post was broken. The adverse event was addressed with a revision surgery on (B)(6) 2021. The condition of the patient is unknown.